Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) approximately 220-511 mg/dl; cause was not known. Infusion set site was changed. Correction boluses and insulin injections were administered to address bg. Pump system check was performed with tandem technical support (cts) and pump was found to be operating as intended. Reportedly, customer discussed event with a healthcare provider. Customer declined further follow up from cts.